Event description:
Additional information has been provided by the reporting surgeon. The pt experienced moderate inflammation immediately following intraocular lens (iol) implant surgery, lasting three weeks. The pt's visual acuity (va) prior to iol implantation was 20/100 (2/2001). After the iol implantation, the pt's va was 20/25 (3/2001). The surgeon indicated the inflammation was probably due to the young age of the pt and not related to the iol. The pt's condition is currently stable.

Event description:
A surgeon reported that a pt rec'd an intraocular lens implant. During a f/u visit, it was noted the lens appeared cloudy. The surgeon prescribed antibiotic and steroid therapy. No other info regarding the event was provided. Add'l info has been requested.